Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. However, returned paperwork indicates that a primary failure likely occurred.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few days after it was first implanted. An x-ray confirmed the lead had moved to the tricuspid valve, which lead to high pacing thresholds and intermittent sensing. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate as the physician considered the helix might have fractured.